Manufacturer narrative:
Date of event: unknown, not provided. The best estimated date is between (B)(6) 2021. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had an intraocular lens (iol) exchange due to decreased visual acuity in the left eye. The replacement iol was model dib375/serial (B)(4) with the same diopter power. No further information was provided.